Event description:
It was reported that the patient presented to the doctors office for a device check. The pulse generator could not be interrogated. A surface electrocardiogram revealed that the patient was in a paced rhythm at approximately 68 ppm with no distinct magnet response. It was suspected that the device was operating in backup vvi. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.